Event description:
Procedure type: cystoprostatectomy. Patient gender: unknown. According to the reporter: after needle was inserted into tissue, it was broken and fell into the cavity. It took 3 hours to find and remove it. Used other device. No bleeding. No tissue damaged. No patient info available.

Manufacturer narrative:
(B)(4).